Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during drain 1/4 of their automated peritoneal dialysis (apd) therapy. Reportedly, hp was utilizing one pt extension line in combination with an integrated hc set. The extension line was not added to the setup until after the prime cycle had already been completed. Tsc assisted hp in ending therapy early. Hp setup with new supplies to complete their therapy. Per hp, no pt injury or medical intervention was associated with this incident.